Manufacturer narrative:
The device was returned to zoll medical australia. During the investigation it was noted that the evaluation did not reproduce the reported pads/paddle lead fault messages. Review of the device log confirmed occurrences of the reported issue, with entries indicating a compromised connection between the device and the multifunction cable. As a result, the defib receptacle and multifunction cable were replaced to reduce the probability of reoccurrence. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain a signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.